Event description:
Package opened to use on a patient and phlebotomist noticed the plastic piece holding the wings above the safety activation mechanism appears melted. Device was not used and returned to the author of this event.